Event description:
It was reported that a patient experienced a communication pairing failure between the dexcom g7 continuous glucose monitor (cgm) and the ilet, while glucose readings continued to display in the dexcom application; the patient toggled cgm sensor settings to re-pair, after which readings resumed on the ilet during the call. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm data on the ilet with restoration of function and no clinical sequelae. User support included customer support troubleshooting and user education focused on cgm pairing and sensor selection within the ilet. Investigation of this case revealed a transient communication or pairing issue limited to the ilet interface, with the dexcom sensor otherwise functioning, consistent with a data transmission or connectivity problem rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user interaction with cgm configuration and a transient connectivity disruption.

Manufacturer narrative:
Initial.